Event description:
It was reported that the device sheathing aids were difficult to withdraw. A 23mm lotus edge valve was advanced for implantation. The valve appeared to be positioned high at the annulus level. The physician concluded the placement was acceptable. The valve locked easily. A tug test was performed in accordance with the directions for use (dfu). There was no movement of the valve during or after tug test. On attempt to release the valve, one sheathing aid on the left side had not released. After backward tension and pulling on the catheter the sheathing aid still did not release from the lotus edge valve. The physician decided to try to slightly re-sheath the lotus edge valve. This still did not release the sheathing aid. The lotus edge valve still appeared to be in the annulus. Later transthoracic echocardiogram showed that the valve had moved out of position with the sheathing aid still attached. The lotus edge valve was moved up into the aortic arch where the sheathing aid did detach. The lotus edge valve remains in the aortic arch. Flow to the coronary arteries was confirmed to be open. A small acurate neo valve was then implanted with a good result. No vessel trauma occurred. The patient was fine after the procedure.

Event description:
It was reported that the device sheathing aids were difficult to withdraw. A 23mm lotus edge valve was advanced for implantation. The valve appeared to be positioned high at the annulus level. The physician concluded the placement was acceptable. The valve locked easily. A tug test was performed in accordance with the directions for use (dfu). There was no movement of the valve during or after tug test. On attempt to release the valve, one sheathing aid on the left side had not released. After backward tension and pulling on the catheter the sheathing aid still did not release from the lotus edge valve. The physician decided to try to slightly re-sheath the lotus edge valve. This still did not release the sheathing aid. The lotus edge valve still appeared to be in the annulus. Later transthoracic echocardiogram showed that the valve had moved out of position with the sheathing aid still attached. The lotus edge valve was moved up into the aortic arch where the sheathing aid did detach. The lotus edge valve remains in the aortic arch. Flow to the coronary arteries was confirmed to be open. A small acurate neo valve was then implanted with a good result. No vessel trauma occurred. The patient was fine after the procedure.

Manufacturer narrative:
Device eval by manufacturer: the lotus edge valve delivery system was received for evaluation in a sheathed state. The device was first reviewed in the simulated use test laboratory under fluoroscopy and no issues were noted with the device which could have contributed to the complaint incident. The device was then reviewed in the investigation laboratory. The nosecone and outer sheath were undamaged. The catheter was unsheathed on the bench and it was observed that the sheathing aids were distorted. One sheathing aid finger was curved inward over its length, this was combined with a kink at the proximal end. It is likely that damage resulted from a push applied to the catheter after the coupler fingers detached. Additionally, during a further evaluation of sheathing aids using a single electron microscope (sem) it was noted that the kink at the origin of the sheathing aid finger outer face showed evidence of surface compression due to compressive strain. The second sheathing aid finger was curved outwards from the proximal end of the window. The sheathing aid finger in the center was straight and undamaged. The remaining sheathing aids were undamaged. The outer diameter of the sheathing aids at all three positions were measured and it was confirmed that all measurements were within the specified thickness range per specification. There was no other damage or issues noted. Media review: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The available media shows a number of series from a transcatheter aortic valve replacement with a lotus edge valve. As contrast is pumped during the initial contrast assessment it is noted that the non-coronary cusp (ncc) is lower than the left and right coronary cusps. The valve is positioned high relative to the annulus and there is very little braid below the annulus. The pigtail catheter is also positioned at the right coronary cusp with approximately 3mm of braid below. Considering that the ncc is significantly lower, this would suggest that the anchoring was limited particularly on the ncc side. It is also observed that the valve had a barrel shaped waist at both the non-coronary and left coronary side. This absence of a waist could again indicate that the valve is not well anchored to the anatomy. Following release, the sheathing aids at the left coronary side remain interwoven in the braid and the valve's orientation within the annulus has rotated away from the annular plane. Following the unsuccessful initial attempts to separate the sheathing aids from the valve by sheathing the delivery system, the operators unsheathed slightly and advance the catheter distally which rotated the valve 180 degrees. The catheter was then dragged with the valve attached to the aortic arch where the sheathing aids detach from the valve. Using the coupler fingers as a snare, the catheter is then advanced distally moving the valve over the arch before retracting back to its final resting position. An acurate transfemoral delivery system is then advanced through the lotus edge valve at the arch and the acurate valve is released at the annulus. The contrast assessment taken through the pigtail catheter positioned above the valve indicates a good result with no aortic insufficiency. The contrast assessment through the lotus edge valve positioned at the arch indicate that there is flow into the carotid and subclavian arteries.